Manufacturer narrative:
Supplemental submitted as the investigation concluded that this issue is not likely to cause or contribute to serious injury or death as the repair work order was created in error and no failures to investigate.

Event description:
It was reported via repair work order that the scale was not working and the functions were locked out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was not working and the functions were locked out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.